Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material within the air/water channel is likely to be a simethicone / anti gas type product. However, deviations from instruction for use (IFU) are unknown. Additionally, no physical damage was observed at the locations where foreign material remained. Therefore, the root cause of the reported event could not be determined. The probable cause of the reported event is likely due insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope air/water channel had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.